Event description:
It was reported that during an emergent percutaneous coronary intervention (pci) procedure, a shaft break occurred. The target lesion was located in the proximal left anterior descending (lad), diagonal artery. The physician advanced a 6f guide catheter to the lesion and then advanced two unknown guide wires; one down the lad and one down the diagonal branch. The physician advanced a non-bsc balloon catheter and then attempted to also advance the 3.25mm x 20mm quantum maverick monorail balloon catheter however; advancement of the quantum maverick through the guide catheter "did not feel right." An attempt was made to pull the quantum maverick out; however, approximately 20cm of the distal portion of the catheter detached in the guide catheter. All devices were removed from the patient. The physician advanced the guide wires once more to the target lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was further reported that before the shaft of the device broke the device became stuck in the guide catheter and extra force was applied to remove the device.

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick balloon catheter was received in two pieces. Examination identified blood and contrast throughout the detached distal end. The detached proximal section measured approximately 116 cm from manifold to the fracture site. The detached distal section measured 25cm from distal tip to port hole. The midshaft was stretched and damaged for a length of 27cm. Microscopic examination revealed distal tip damage however; there was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. No further damage or irregularities were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).